Manufacturer narrative:
Upon review of the additional information received. It was determined that (B)(4) no longer applies.

Event description:
Additional information was received from a patient. It was reported that the patient can charger her implantable neurostimulator (ins) to 100%, but it takes a long time. It was also noted that the trouble recharging may be due to the 20 pounds the patient gained since implant. The patient also noted that she experienced a loss of stimulation as the ins had discharged once last month due to the inability to recharge quickly. The coupling issues that was previously reported were not resolved as the patient stated that sometimes she got 2, 4, or 6 coupling bars, but it would quickly drop down to 4 or 0.

Event description:
Additional information received from a healthcare professional reported that they demonstrated how to bring implantable neurostimulator (ins) to surface and maintaining a proper sitting posture for recharging. Patient education was the actions taken to resolve the issue. Coupling was a still a problem but improved and manageable.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported that there was a coupling problem. Since implant on (B)(6) 2015 the patient had had poor coupling because of where the implantable neurostimulator (ins) was placed in her abdomen. The ins was implanted in the abdomen instead of the chest area. It was recommended that the patient try adhesive disks for charging. The belt was not helpful for charging the ins that was placed in the abdomen. There were no symptoms. The patient had a hard time charging, it took forever, greater than an hour. The adhesive disks helped the coupling some. The coupling issue had pretty much resolved, the patient just needed to keep trying. The consumer later reported that recharging was taking too long. The patient gets two coupling bars when charging. The patient charges for 5 hours and the ins does not get charged. This had been mentioned to the patient's healthcare professional a while ago. The patient had not used the belt or holster because it does not help with keeping the antenna in place but the patient does use sticky pads however, had run out. Repositioning the antenna over the ins and turning the dial had not resolved the issue. Patient was afraid that the problem could be a device shift or movement. Further follow-up is being conducted to obtain information about troubleshooting, diagnostics, actions taken and outcome. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v967809, implanted: (B)(6) 2012, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported that there was a coupling problem. Since implant on (B)(6) 2015 the patient had had poor coupling because of where the implantable neurostimulator (ins) was placed in her abdomen. It was recommended that the patient try adhesive disks for charging. The belt was not helpful for charging the ins that was placed in the abdomen. There were no symptoms. The patient had a hard time charging, it took forever, greater than an hour. The adhesive disks helped the coupling some. The coupling issue had pretty much resolved, the patient just needed to keep trying. (B)(6) 2015 crts (B)(4): a consumer whose indication for use is parkinson's dual and movement disorders later reported that recharging was taking too long since (B)(6) 2015. The implantable neurostimulator (ins) was implanted in the abdomen instead of the chest area. The patient gets two coupling bars when charging. The patient charges for 5 hours and the ins does not get charged. This had been mentioned to the patient's healthcare professional a while ago. The patient had not used the belt or holster because it does not help with keeping the antenna in place but the patient does use sticky pads however, had run out. Repositioning the antenna over the ins and turning the dial had not resolved the issue. Patient was afraid that the problem could be a device shift or movement. Further follow-up is being conducted to obtain information about troubleshooting, diagnostics, actions taken and outcome. If additional information is received a supplemental report will be submitted.